Manufacturer narrative:
The device was returned for analysis. The reported leak was unable to be confirmed however this complaint will be added to an exception issue for leaks. A review of the lot history record and similar incident review of the reported lot could not be conducted because the lot number was not provided. The investigation determined the reported leak appears to be a potential product quality issue. On feb 25th, 2022 abbott vascular decided to initiate a voluntary field action. The product associated with this complaint is potentially from the impacted population as the lot number is unknown. Abbott vascular submitted medwatch # 2024168-2022-01831 on march 4, 2022 with notification of the voluntary recall in h7, (remedial action initiated). Corrective action has been initiated per site operating procedures. Field safety corrective action is required for specific lots of 20/30 and plus 30 indeflators and associated priority packs: 20/30 priority pack with copliot, 20/30 priority pack, priority pack 20/30 w/115 rhv, ppak 20/30 with rhv, plus 30, ppakplus30, ppakplus30 w/115 rhv. The product will continue to be trended. This action is being taken due to an increase in the complaint trend for reported leak/splash and loose or intermittent connection. 20/30 indeflators are at an increased risk of leaking due to a gap in the hose snap fitting. Stopcocks are at an increased risk of leaking due to a higher tendency for loose connections when not connected properly. Out of an abundance of caution, complaints with the lot number listed as ¿unknown¿ and which are included within the bracketed timeframe for the same reported issues, are being included in the scope.

Manufacturer narrative:
The device was returned for analysis. The reported leak was unable to be confirmed. A review of the lot history record and similar incident review of the reported lot could not be conducted because the lot number was not provided. The investigation determined the reported leak appears to be a potential product quality issue. A nonconforming material record/exception was generated to investigate the reported issue in accordance with internal operating procedures. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
It was reported that the procedure was to treat an unspecified lesion. During the procedure, the indeflator would not always inflate the other device. Another indeflator was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.